Event description:
It was reported that the device was used during a partial lung resection. It was reported by the rep that during the procedure the tsb35 was fired and would not release. The surgeon had to force open the instrument. The procedure was completed successfully. There was no consequence to the pt.